Manufacturer narrative:
The analysis could not confirm the customer comment of the external pulse generator would not start using the battery. Powered device up with good batteries, slowly turned all knobs over entire range and pressed each button checking for proper operation no anomalies observed. It was identified that the hanger assembly was broken. Error 820 occurred four times, the main printed circuit board was out of electrical specification . The battery drawer was contaminated, and the display wire was pinched the wire insulation is exposed. Four encoder and two output connector nuts were contaminated. One hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.